Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) shock lead impedance (sli) measurement of zero ohm. Boston scientific technical services (ts) as well as the health care professional (hcp) discussed the possibility of electromagnetic interference (emi) as the impedance measurements were stable with weekly variations. They will bring the patient in and do testing and discuss potential for emi. Additional information was obtained and indicated that the patient was brought in to the clinic. An interrogation was performed an shock impedance was normal. It was determined by questioning that the patient had been undergoing a physical therapy stimulation procedure at the exact time that the 0 measurement had been taken. Thus, electromagnetic interference (emi) from the physical therapy stimulation was the culprit. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.